Manufacturer narrative:
H10: per good faith effort (gfe) response received 02feb2024, the biomedical engineer (bme) confirmed that only the casters were replaced. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that the caster was broken. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) called technical support to report that the caster was broken and requested for the part identification of the trilogy ev300 roll stand for repair.